Event description:
User facility reports that three (3) employees experienced respiratory difficulties. This report is for the third of three employees. This or supervisor experienced 'headache, itchy throat and turned white'. Supervisor left the area and was fine. No medical treatment required. The incident occurred while changing out the cidex solution.